Event description:
During a review of the event history for another report, it was discovered that failure code 808:02 occurred twice during infusion on (B)(6) 2010. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version is 5.09.90, categorized as remediated.

Event description:
The facility representative contacted baxter to report an infusor pump in which the device would not go past a certain infusion rate and then the device stopped. The event occurred during programming/set-up in the second room operating area. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Correction: the service history review statement in the follow-up medwatch report 001 is inaccurate. The accurate statement is that a service history review revealed that this device was not previously serviced for the reported condition. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: a service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.